Event description:
On (B)(6) 2003 during follow-up, fresenius became aware this female patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to stomach pain and was diagnosed with peritonitis. The patient is being treated with antibiotics; however, the drug(s), dose(s), route(s), frequency(s), and duration(s) are unknown. Attempts to obtain additional information (e.g., hospital records, medication list, patient demographics) were unsuccessful.